Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. There was no adverse impact to the customer's blood glucose level. Customer contacted support, confirmed touchscreen was not physically damaged, and performed full pump reset using instructions provided by technical support to resolve the issue.